Event description:
It was reported that an ilet user forgot to announce a lunch, after which they experienced a l high blood glucose of 234 mg/dl and subsequent ow blood glucose of 58 mg/dl. The event involved user handling of meal announcements and use of oral glucose for treatment. Symptoms included hyperglycemia and shaking/ tremors associated with the hypoglycemic episode. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem due to failure to follow instructions and an improper procedure related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error. Thank you for the prompt report.